Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unknown aas there was no further information provided regarding the event. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted (B)(6) 2024. The patient was hospitalized on (B)(6) 2024 for a hematoma they experienced, and a procedure was performed to alleviate the complication. As of 23-aug-2024, the patient was doing better, and the incision site looked better. The patient also experienced hoarseness and a slight cough due to the pressure from the hematoma and was scheduled to be seen by an ent. An attempt was made to gather additional information regarding the event, however the site declined providing any further information.